Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient was taken to the hospital emergency room with hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having a loss on consciousness and being found on the floor. Once the paramedics had arrived the patient was treated with a banana as well as glucose. Upon arrival at the hospital emergency room the paramedics gave the patient a peanut butter sandwich. The patient was in the hospital emergency room until 2:00 am the following morning.